Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle separated from the hub when pressing the safety button and remained in the patient's thigh. The following information was provided by the initial reporter, translated from french: "catheter dislodged. When pressing the safety button the needle disengaged from the catheter and entered the patient's thigh subcutaneously. Patient at end of life, medical decision to leave needle in place."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle separated from the hub when pressing the safety button and remained in the patient's thigh. The following information was provided by the initial reporter, translated from french: "catheter dislodged when pressing the safety button the needle disengaged from the catheter and entered the patient's thigh subcutaneously... Patient at end of life, medical decision to leave needle in place."

Manufacturer narrative:
The following field was updated due to corrections: h.6. Imdrf annex f grid: f23. H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.